Event description:
Surgeon reported the following: "progressive slight pain over nail area".

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.